Event description:
It was reported that when placing the catheter, the connector of the extension tubing was unable to be engaged with the strain relief. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the inability to pass a catheter through a distal connector piece is confirmed and was determined to be manufacturing related. One two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed a very small amount of use residue on the returned sample. The connector pieces were returned unassembled. The distal connector piece was bisected, and a microscopic observation revealed the inner diameter of the connector piece began to narrow proximal to the steep taper section. While the internal compression sleeve was observed to be advanced, this premature narrowing of the inner diameter of the connector piece would have likely compressed the distal end of the compression sleeve enough that the catheter would not be able to easily pass through even prior to advancement. This investigation has been forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw2592 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing the catheter, the connector of the extension tubing was unable to be engaged with the strain relief. No other information was provided.